Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving tachycardia therapy. Upon interrogation it was noted that the patient was in supraventricular tachycardia (svt) and there was noise on the shock channel that caused the rhythm ID to become uncorrelated, then it became correlated and inhibited. Another event started and this one was also one to one at rate of 192 bpm where the noise on the shock channel caused the rhythm ID to become uncorrelated at the end of the duration. Subsequently the patient received five inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to one to one svt. Therapy was exhausted in the ventricular tachycardia zone. The patient was reportedly trimming palm trees, rising his arms above his head. The noise was able to be recreate on the shock electrogram (egm) with arm movement. Boston scientific technical services (ts) was consulted and discussed that since impedance is normal, the noise on shock egm is simply the result of myopotentials. Programming options were discussed. No adverse patient effects were reported.